Event description:
During the evaluation of the device for preventative maintenance, the device failed final testing. The proportional valve and 3 way solenoid valve were replaced to resolve the issue. Dirt was confirmed to be on the flow sensor, the flow sensor was replaced to resolve.